Event description:
It was reported that during an all inside cruciate ligament plastic the device tore during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-1588rt acl tightrope rt was received for evaluation. Visual inspection identified one eye splice loop was completely closed, and the second eye splice loop was missing with only the torn strand end left. Without additional information about the usage of the device during insertion, a cause cannot be determined. A probable cause could be attributed to hard and/sharp bone edges fraying/tearing the strand during insertion.